Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. External emi was suspected to cause the noise. No intervention was performed. The patient was asymptomatic.